Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
The hospital's biomedical engineer was able to duplicate the problem and in the diagnostic logs found error code post error 1007 (machine and proximal pressure sensor failed), as well as other codes 1106, 1107, 111e, 111f. During testing, a ventilator inoperative error code 1008 was produced. The biomedical engineer in conjunction with factory support replaced the data acquisition-to-motor controller pcba cable assembly. The unit passed testing and was cleared for clinical use. (B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
The customer evaluated the device.